Event description:
The initial reporter received questionable elecsys ft3 iii v1 and elecsys ft3 iii v2 results for one patient tested on two cobas 8000 e 801 modules and a cobas e 411 immunoassay analyzer. The patient's elecsys ft3 v2 result was reported outside the laboratory. The reported result was determined to be high and the customer repeated the sample on a wako accuraseed analyzer. The customer sent the sample for an investigation and the sample was tested on a cobas 8000 e 801 module, a cobas e 411 immunoassay analyzer, and an abbott architect. Refer to the attachment on the medwatch for all patient data. The customer's e 801 module had a serial number of (B)(4). The ft3 v2 reagent lot number and expiration date were requested but not provided. The investigation's e 801 module had a serial number of (B)(4). The ft3 v1 reagent lot number was 551720 with an expiration date of 30-sep-2022. The ft3 v2 reagent lot number was 575688 with an expiration date of 31-jan-2023. The investigation's cobas e 411 immunoassay analyzer had a serial number of (B)(4). The ft3 v1 reagent lot number was 547180 with an expiration date of 31-aug-2022. The ft3 v2 reagent lot number was 567499 with an expiration date of 30-nov-2022. This medwatch is for ft3 v2. Refer to the medwatch with a1 patient identifier (B)(6) for the ft3 v1 assay.

Manufacturer narrative:
The observed differences in ft3 values generated with the roche assay, abbott architect assay, and wako accuraseed assay were consistent with differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. Based on the provided information, the investigation did not identify a product problem. A general reagent issue can be excluded.